Manufacturer narrative:
Film analysis the reported dilation of the proximal neck and bilateral common iliac arteries, with resulting proximal and distal type I endoleaks and expansion of the aaa, was confirmed. The exact cause could not be determined from the films returned at 75 months post-implant. The anatomy at implant was not reported, and earlier post-implant cts were not provided for comparison. However, it appears likely that disease progression, with dilatation of the proximal neck and bilateral common iliac arteries, led to the events. Likely aneurysm morphology changes as seen with the severely angulated neck may have also contributed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: etlw1628c124e, serial/lot #: (B)(4), ubd: 04-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 42mm abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 6 years and 4 months post implant with increasing back and flank pain. Cta showed a type ia and type ib endoleak with significant dilation of both common iliac artery's (left cia>70mm) and expansion of the proximal aortic neck. It was confirmed that the bifurcate stent graft was not involved in the type ib endoleak. The left common iliac limb appeared to be ¿floating¿ in the common iliac space. Treatment was performed the following day and it was decided to extend bilaterally in the eia's along with coil embolization of the left internal iliac artery. Bilateral chimney graphs were also placed in both renals to facilitate extension of the coverage to the level of the sma. The endoleaks were resolved. As per the physician, the cause of the event was related to loss of the patient to follow up - loss of apposition of the stent graft, due to the dilation of the patient's vessels, that lead to the endoleaks was not seen. No additional clinical sequelae were reported and the patient is fine.